Event description:
The pharmacist called to report that the customer was at the emergency room. The pharmacist requested that troubleshooting be conducted on the insulin pump as she was told by the customer. Instructed the pharmacist to run the fixed prime test and insulin exited. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.